Manufacturer narrative:
Correction: "the hospital did not report any patient effects" has been removed, as there was no patient involvement. (B)(4). This is an OEM device. A lot history review is not applicable. The certificate of conformance was reviewed. The vendors confirm that the device serial conforms to all applicable product specifications. There were no ncmr¿s for the reported serial number. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The knob was observed to be detached from the device. The knob was not returned with the device. It was also observed that there were cracks just above and beneath the connector port. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. The results of the electrical evaluation are as follows: no load voltage: 5.50 vdc, low current:: 3.98 amps dc, high current: 5.97 amps dc, power supply test box , power supply calibration . The values recorded are within tolerance, based on the results of the evaluation, the reported failure mode "electrical issue" was not confirmed, however the analyzed failures "break" and "cracked" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply generator kept alarming, they tried to resolve by shutting off and powering back on but it was still alarming. They had to use another generator for the case.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply generator kept alarming, they tried to resolve by shutting off and powering back on but it was still alarming. They had to use another generator for the case.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply generator kept alarming, they tried to resolve by shutting off and powering back on but it was still alarming. They had to use another generator for the case. The hospital did not report any patient effects.

Manufacturer narrative:
No patient involvement. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply generator kept alarming, they tried to resolve by shutting off and powering back on but it was still alarming. They had to use another generator for the case.